Manufacturer narrative:
Insulin pump was received with cracked case at display window corner, battery tube threads, reservoir tube lip completely broken off, and cracked display window. Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery test. Reservoir does not stay locked in place due to broken reservoir tube lip.

Event description:
The customer reported via phone call that her blood glucose level was 400 mg/dl. However, her blood glucose level went up to 550 mg/dl. The insulin pump was cracked by the reservoir and parts of plastic were missing. Her blood glucose level was going up because the reservoir kept falling out. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.